Event description:
A customer contacted beckman coulter inc (bec) stating that they noticed a diluted red color leak that came from the back right side of their coulter lh 750 slidemaker. There is an exposure control plan in place at the facility. The operators were wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No injury or exposure was reported. There was no impact to patient samples.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the tubing through valve vl20 after noting that it had a hole in it (vl20 provides pressurized diluent to rinse the reservoir and dispense lines and tubing may contain diluent or cleaner). The issue was resolved. The cause of the leak is a hole in the tubing through vl20. (B)(4).